Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was not switching on. Upon troubleshooting, the fse found that the host pc was not booting. To resolve the issue, the fse performed a reset of the cable and connections of the host pc. After that, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.